Manufacturer narrative:
Overall investigation summary- fse confirmed that the injector over pressures during injection, investigated and that a ribbon harness assy. Had become loose creating intermittent problems, including pressure limiting. Fse secured the cable and checked all other connections. Fse then verified operation according to optivantage dual-head CT contrast delivery system v-5 and above test and inspection data checklist (B)(4) and returned the unit to service. A review of cts shows no similar issue reported on this unit. Impact assessment summary- no injury to the patient/user reported. Imdrf codes: b01; c0205; d02. Root / probable cause code- equipment/instrument - failure. Root / probable cause summary- refer to investigation summary. No additional CAPA required at this time. Guerbet quality will continue to monitor and trend for similar issues. These trends and issues are reported on during quality metrics review and during the management reviews to consider input for additional corrective action. Disposition summary- unit returned to service.

Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2022. The reporter states that cte and pe were over pressure as soon as they attempt to inject it. There was no harm or risk to patient reported, and the procedure was not completed. Pressure limit was set to 325, 4-5ml/s, needle size 18 or 20 ga, manufacturer of syringe is guerbet 200ml. The reporter states that this has occurred a prior time and want to make sure that the pressure limit is proper.